Event description:
It was reported that when using a bd insyte¿ autoguard¿ bc shielded IV catheter, blood leaked out of the insertion site. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
The lot number was manufactured on afa line 10 from jan 23, 2018 thru jan 25, 2018 and packaged on packaging line 8 from jan 20, 2018 through jan 25, 2018. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in-process inspections included but were not limited to damaged tubing and leak testing. These were performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis observations and testing: received a 24g insyte autoguard unit consisting of catheter-adapter assembly and a fully retracted needle-barrel within an open package form lot number: 8019904 visual/microscopic examination: observed there was traces of patient residue (blood) on the catheter tubing and inside the adapter. Observed there were two cuts in the catheter tubing wall, the cuts had a ¿v¿ shape characteristic which is evidence of a spear thru resulting from the wall being pierced by the needle. Traces of foreign matter (clear and blue fibers) were observed on the catheter tubing. The catheter tip was acceptable per specifications. Water/air leak test: leakage was observed coming from the cut on the catheter tubing investigation samples(s) meet manufacturing specifications: no, the unit revealed needle through catheter (spear through) that leaked when tested. Relationship of device to the reported incident: indeterminate. Comment: it is uncertain whether the defect of needle thru catheter was caused by manipulation of the device prior to insertion or by the manufacturing process. Where the defect occurred (user or manufacturing) is indeterminate.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd insyte¿ autoguard¿ bc shielded IV catheter, blood leaked out of the insertion site. There was no report of exposure, serious injury or medical interventions.